Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging". No patient involvement reported.

Manufacturer narrative:
(B)(4). Additional information: quantity of 5 devices found upon inventory review by the customer. 5 samples were returned for evaluation. A visual exam was performed and it was observed that 4 out of the 5 samples contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to further address this issue.

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging." No patient involvement reported.